Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose readings, occurring more often in the early morning before waking, and the spouse reported a history of gastroparesis; education and troubleshooting were completed, and oral glucose was used to treat hypoglycemia. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and continued device use. Investigation included complaint intake and case screening for adverse event reporting. Investigation of this case revealed that the cause of hypoglycemia was unclear and not linked to a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.